Manufacturer narrative:
(B)(4): empty, broken advancer. Evaluation summary: the analysis result for the el5ml instrument found that it was returned with the jaws disengaged from the cam, empty and with the lock out mechanism fired through. The instrument is designed to lockout when all the clips have been fired. However, it was noted that the orange indicator was beyond its intended position due to the lockout mechanism being fired through. Upon further inspection the advancer tip was noted to be broken. No testing could be performed as the instrument was returned empty. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. According to the package insert, "prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the instrument shaft is past the end of the trocar cannula." Further in the warning section, "do not excessively apply a side load to the jaws that would cause them to partially collapse and potentially result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the instrument." No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during after the initial firing the device jammed. The customer used another like device to complete the case with no patient consequence.